Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touchscreen issue was verified. Based on the analysis, the alleged malfunction issue could not be verified.

Event description:
It was reported that the pump was dropped and as a result, the touch screen became shattered and reportedly an unspecified malfunction occurred. Customer¿s blood glucose was approximately 200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.